Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn, the nosecone caught on the valve paddle and was dislodged to above the annulus. Using a snare, the valve was moved to above the sinotubular junction (stj) and secured. A second valve was loaded into a new dcs and attempted to advance into the annulus, however, was unable to cross through the first valve in the ascending aorta. The implanting team decided to attempt a non-medtronic valve, which then successfully crossed the first valve and was deployed in the annulus. The snare was released, and the first valve was anchored above the stj and below the great vessels. A post-implant aortogram was performed and confirmed perfusion to the ascending aorta and coronary arteries. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device is: product ID: evolutfx-26; serial #: (B)(6) ; ubd: (B)(6) 2025; UDI: (B)(4) other medical products in use during the event include: product ID: evolutfx-26; serial #: (B)(6) ; ubd: (B)(6) 2024; UDI: (B)(4) product ID: d-evolutfx-2329; lot #: 0011769932; ubd: unknown; UDI: (B)(4) product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Corrected data: d4. Expiration date, lot number h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the right femoral access site was used, and a pre-implant balloon aortic valvuloplasty (bav) was not performed. Additionally, a non-medtronic guidewire was used. The valve was implanted in the patient¿s native annulus using the cuspal overlap technique. It was noted that the training guidance for slow deployment was followed, and the dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodge was due to entanglement of the nosecone with one of the paddles. Per the physician, patient anatomy was not a contributing factor to the dislodge. No additional adverse patient effects were reported.